Event description:
Caller states patient tested 4.9 inr and 4.9 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. Patient's coumadin dose was held for 1 day based on the meter results. No adverse event reported. Requested return of suspect system and replacement was sent.